Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown.a visual evaluation of the returned device revealed that the distal tip of the stent was collapsed/smashed. The stent outer diameter met the specifications for 7fr stents. The push and guide catheters were not returned for evaluation.based on the condition of the device and the details of the event, the root cause could not be determined since the event description and product analysis do not provide sufficient information to conclude a probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). According to the complainant, resistance was felt as the device was advanced into the scope and during the attempt to deploy the stent. The stent was unable to be deployed and the procedure was completed with another rapid exchange biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent collapsed/smashed.